Manufacturer narrative:
The peritonitis events occurred on an unspecified date ¿after¿ (B)(6) 2017. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in 4-5 events of peritonitis, reported as peritoneal infections (intermittently). The breach in aseptic technique was further described as improper operation. It was not reported if the patient was hospitalized for the peritonitis events. The patient was treated with intraperitoneal cephalosporin and tienam for the events (no further details). At the time of this report, the patient was recovered from the events. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.